Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ insulin and glimepiride to manage diabetes. The customer provided that they not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 45mg/dl and 43mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/25/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (unable to provide times): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ insulin and glimepiride to manage diabetes. The customer provided that they not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 45mg/dl and 43mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/25/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (unable to provide times): (B)(6). Adverse event not reported.